Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that she went low in the bathroom, she was unable to treat immediately. The blood glucose reading was 38 mg/dl. Husband tried to give her food, she would not take it, so he gave her glucagon shot and called the paramedics. Customer stated that she lost consciousness. The paramedics treated with IV and she was transported to the hospital. The current blood glucose reading is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.